Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient experienced pain at ipg site. As a result, surgical intervention was undertaken on (B)(6) 2019, wherein the ipg was explanted and replaced. The issue was resolved.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The ipg pocket site was revised and not explanted as entered in the initial report. The explant date of (B)(6) 2019 was inadvertently entered in the initial report, now corrected in additional report-2.